Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump¿s casing. The customer went swimming causing the insulin pump to stop working completely. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. Insulin pump passed the self-test and the displacement test. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. No crack on the insulin pump case noted during physical inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.